Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the reverse trigger of the device being locked was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had component damage, would not reverse, and a stiff/stuck locking mechanism. It was further determined that the device failed pretest for general condition and check reverse locking mechanism with oscillating saw attachment ii. The assignable root cause was determined to be due to component failure from wear. (B)(4).

Event description:
It was reported from (B)(6) that the reverse trigger of the compact air drive device was locked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.